Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and ketones; the customer is on an act rapid infusion treatment. It was stated that the customer did not realize the cannula was kinked. The customer delivered several boluses, but there were no alarms. The blood glucose reading was 20.7mmol/l. It was stated that the insulin pump is cracked at the top left, top right bottom and extending to the reservoir. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.